Event description:
In 2008, the patient reported he was missing part of the display on his insulin infusion device. He stated that part of the time at the top of the display screen is missing, and all of the numbers to the right of the decimal point in the units per hour are missing. He stated he changed the battery pack 2 days ago. During the call, the patient changed to a new battery but this did not resolve the issue. The patient was assisted with going through the standard bolus process to successfully deliver a bolus for the food the patient had just eaten. The patient did not report blood glucose concerns related to this issue. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.